Event description:
As reported during use the balloon tip of a fogarty catheter was left in the bovine graft during declot of the left upper arm. It broke off into the graft and they were unable to find it. The surgeon stated that the patient was going to interventional radiology for removal. There was no allegation of patient injury. The device is not available for evaluation.

Manufacturer narrative:
No product will be returned for evaluation as it was still in the patient. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The device history record review was completed and documented that the device met all specifications upon distribution. No root cause could be identified since no product sample nor objective evidence was provided for investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.